Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the system. A backup instrument of the same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claims against the product noting recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the identification board. The instrument was placed and driven on a in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grip bump test passed. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the additional failure of a broken conductor wire to not be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. The fenestrated bipolar forceps instrument was found with thermal damage at the grip base, exposing the grip electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The root cause is attributed to mishandling/misuse. This complaint is reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.